Event description:
It was reported that during a planned upgrade to a cardiac resynchronization therapy defibrillator (crt-d), explant of this right ventricular (rv) defibrillation lead was needed due to access issues. During laser extraction, this lead began to fall apart where only a portion of the lead was able to be explanted. The conductor portion of the lead was unable to be explanted and was surgically abandoned. The physician had planned to consider further options for removal of the remaining portion of the lead, however, to date, no additional procedures have been planned or undertaken. No additional adverse patient effects were reported. The removed portion of the lead was discarded. If pertinent information is provided in the future, a supplemental report will be submitted.